Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited high pacing impedance and suspected clavicular crush. The lead was explanted and replaced. Further information was requested but not received.

Event description:
New information received noted that the patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of clavicle crush, lead fracture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage where the lead body insulation was noted to be twisted at 16.5 cm from the connector pin.